Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that three weeks following an intraocular lens (iol) procedure, the patient came back for final postop and the vision is 20/50. It looks like there are thousands of linear marks running the whole length of the iol. The surgeon tried to clean off the iol with the yag laser with no success. The surgeon reports that he did not see anything on implantation and post op day one vision was "crystal clear" and 20/20. Additional information was provided that the iol was exchanged for the same model and power iol.

Manufacturer narrative:
Product evaluation: the product was not returned. Qualified associated products were indicated. Based on our observation of the attached photos, the lens is scratched. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by a certified ophthalmic assistant (coa), that in a recent conversation with the surgeon about this event, the surgeon felt that the cause of the scratched iol was due to technician related iol loading error. The coa also reported that the patient is doing very well.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).